Manufacturer narrative:
Initial reporter: the fractures were not reported by the user; they were not observed until analysis of the device by csi staff. Device analysis information: the oad was received at csi for analysis of a non-reportable event (user unable to advance the oad into the lesion). There were two filar fractures observed on the driveshaft. There was no other damage observed with the oad. Scanning electron microscopy analysis of the fractures showed that they occurred due to fatigue. It is hypothesized that the driveshaft was pushed and buckled while spinning, which may have led to a tight bend and eventual fatigue fracture. However, the exact root cause of the fractures is unknown. Additional discussion with csi field staff indicates no fractures were observed or mentioned at the time of the event, so it is not clear whether the fractures occurred in vivo or ex vivo. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
During analysis of a diamondback pluto coronary orbital atherectomy device (oad) for a complaint event that was not reportable, fractures were observed on some of the driveshaft filars of the device.